Event description:
Patient with a margron dtc hip replacement presented with thigh pain 5 years postoperatively. Revision surgery was performed. The femoral stem was found to be loose during revision surgery and was the likely cause of pain. There was no evidence of infection found around the stem. The device was removed and replaced by another manufacturer's revision hip system.

Manufacturer narrative:
Patient implanted with a margron dtc hip replacement in 2003 presented with thigh pain. Revision surgery was conducted on the following month. Explanted femoral stem retained by surgeon and not available to the manufacturer for further analysis. During the revision surgery, it was noted that the femoral stem was loose, which was likely the cause of patient's pain. There was no evidence of infection found around the stem. The device was removed and replaced by another manufacturer's revision hip system. Manufacturing records were examined to determine if there might have been a problem with the hydroxy apatite (ha) coating on the margron device (coating problems may lead to an early loosening of the stem). The record examination revealed no evidence that the coating fell outside the specified iso/FDA limits. It was also noted that the implant was effective over a 5 year period.